Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4) , ubd: 19-aug-2011, UDI#: (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. The hcp was calling for MRI compatibility guidelines. The hcp did not have much information but did state that they didnt think the catheter was in the correct location and the patient planned to have the pump explanted.